Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) of 65 mg/dl in the morning, which was treated with 4 ounces of soda and resolved back into range. The low appeared related to the pump¿s correction algorithm, as the user had recently started on the device. At the end of the call, the user¿s glucose was stable. The event was managed without ems, medical intervention, or external assistance; the ilet system did trigger an alert. No symptoms were reported at the time of call.